Manufacturer narrative:
(B)(4).analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to fracture. The patient was in good condition post-op.